Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user's hearing performance with the device is affected. During a check-up affected channels were noticed.

Manufacturer narrative:
Additional information: according to the received information from the field, in situ measurements show fluctuating and increased impedances. A possible cause for the impedance fluctuations could be due to physiological changes in the cochlea. In addition one channel is extra-cochlear likely due to a post-operative migration of the active electrode. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user presented at the clinic on (B)(6) 2022 due to poor performance with the device. During a check-up affected channels were noticed. Clinical support review concluded that the affected channels don't clearly appear to be broken, however one channel might be extra-cochlear. Increase in impedances could be due to physiological changes of the cochlea. Reimplantation is being considered.

Manufacturer narrative:
Additional information: according to the received information from the field, in situ measurements show fluctuating and increased impedances. A possible cause for the impedance fluctuations could be due to physiological changes in the cochlea. In addition two channels were extra-cochlear likely due to a post-operative migration of the active electrode. Reportedly, a cholesteatoma was found at explantation, which might have contributed to the migration. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has no been received for investigation yet.

Event description:
The user presented at the clinic on (B)(6) 2022 due to poor performance with the device. During a check-up affected channels were noticed. The change in hearing with the device was reportedly gradual. The user was explanted on (B)(6) 2022. Reportedly, there was a cholesteatoma and 2 channels were found extra-cochlear at explantation. The user will be re-implanted in india although no specific date for the reimplantation surgery has been communication yet.